Manufacturer narrative:
One device was returned for evaluation in used condition. Visual inspection found that the downstream occlusion (dso) seal was stuck to the air detector. The event history showed, "high alarm displayed: air in line," and functional testing duplicated the reported issue. The cause was traced to a defective air detector. The air detector and dso seal were both replaced to address this issue.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that an "air-in-line" error occurred, despite no air being present. The event occurred during testing. No patient involvement.